Manufacturer narrative:
As reported, sorbafix enhanced failed to fixate the mesh. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during a laparoscopic inguinal hernia repair, the sorbafix enhanced device was used to fixate the mesh, fired multiple tackers but none of the tackers fixated and fell out. It was reported that the loose fasteners were removed from the patient body and the procedure was completed with another product. There was no reported patient injury.

Event description:
As reported during a laparoscopic inguinal hernia repair, the sorbafix enhanced device was used to fixate the mesh, fired multiple tackers but none of the tackers fixated and fell out. It was reported that the loose fasteners were removed from the patient body and the procedure was completed with another product. There was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced failed to fixate the mesh. The sample is being returned for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made at this time. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample is inconclusive as the device was received with all 15 fasteners having been deployed prior to the sample return. Functional and simulated use testing could not be performed. No manufacturing anomalies were found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.